Manufacturer narrative:
Unit received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, a21 error test and displacement test due to failed batt test alarm. (B)(4).

Event description:
The customer reported via phone call that their insulin pump had failed battery alert. The customer¿s blood glucose was 173 mg/dl at the time of incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.